Event description:
Clinic notes indicated that the patient's device settings had been changed because the patient used the magnet to disable the device for a prolonged amount of time. The settings were not indicative of a device reset, and magnet use is not expected to change device settings. No further relevant information has been received to date.